Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at lahey clinic hospital reported the following issue with pu-681ra; sn- (B)(6), from patient monitoring: the ups failed to provide power to the cns causing it to shut down. The outlets on the ups were not working. Investigation summary: the root cause of the issue was determined to be damaged cable connectors.the overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the probability of recurrence is "remote". The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional model information: d10: a ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type?. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) lost power because of the uninterruptible power supply (ups) failure.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost power because of the uninterruptible power supply (ups) failure. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) lost power because of the uninterruptible power supply (ups) failure.